Manufacturer narrative:
Section d6a: if implanted, give date: not applicable. Section d6b: if explanted, give date: not applicable. Device evaluation: the cartridge was inspected under magnification. The received cartridge presented with viscoelastic residue not distributed through the entire length of the cartridge. The cartridge tip was damaged. Manufacturing record evaluation: the manufacturing records review for this device shows that it was released within specification. Based on the complaint investigation results, the product was released within specifications. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer returned a used platinum cartridge related to a procedure with intraocular lens (see d10). During cartridge product investigation it was found that it was damaged.